Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error and as a result, insulin pump was frozen and was not reacting to button press. Display screen had an open book icon. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was not received stuck in a critical pump error. No unexpected frozen screen anomalies were noted during testing. The time advanced properly. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.